Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5164331.

Event description:
Voluntary medwatch received states that the patient presented with bradycardia and shortness of breath. Upon device interrogation, the leadless pacemaker was unresponsive and failed to capture. The patient was admitted and hospitalized as a result. Programming changes were performed; however, symptoms persisted. No additional intervention was reported. The patient condition was unknown.